Manufacturer narrative:
Product complaint (B)(4). Additional information was requested and the following was obtained: is the lot number of the device available? There was no lot number available. The device was discarded and lot numbers are not recorded per circulating nurse. What were the indications for surgery? Right colon resection were there any issues experienced with the device in the initial surgical procedure? There were no issues with the device during the procedure. What healthcare professional fired the device and what is his/her experience with the device? Surgeon fired the device and has plenty of experience with this device. Where in the green gap setting scale was the indicator located prior to firing (low-b, middle-b, or high-b)? Unknown as to where the setting was during the procedure. Did the healthcare professional wait 15 seconds after closing the device and then retighten prior to firing? Unsure if the surgeon waited 15 seconds. Was the device difficult to close? The device was not difficult to close. Was the device difficult to fire? Did the healthcare professional receive audible & tactile feedback when firing the device? The surgeon did receive the audible feedback from the device. Were the donuts inspected? If so, please describe. The surgeon did inspect the doughnuts and they looked good. Was a complete transection of the cutting washer visually confirmed? There was a complete cut of the washer. Was a leak test performed? If so, what was the result? Leak test was performed and there were no leaks at completion of the procedure. How was the leak identified? Leak was identified 4 days after procedure. What was observed at the site of the leak upon reoperation? Were there any issues noted with staple formation at any point throughout the care of the patient? If so, please describe. What is the current status of the patient? Patient had to be reoperated on and has a colostomy bag.

Manufacturer narrative:
Product complaint #: (B)(4). Batch # unk. The lot/batch was not provided; therefore, a manufacturing record evaluation could not be performed. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Is the lot number of the device available? What were the indications for surgery? Were there any issues experienced with the device in the initial surgical procedure? What healthcare professional fired the device and what is his/her experience with the device? Where in the green gap setting scale was the indicator located prior to firing (low-b, middle-b, or high-b)? Did the healthcare professional wait 15 seconds after closing the device and then retighten prior to firing? Was the device difficult to close? Was the device difficult to fire? Did the healthcare professional receive audible & tactile feedback when firing the device? Were the donuts inspected? If so, please describe. Was a complete transection of the cutting washer visually confirmed? Was a leak test performed? If so, what was the result? How was the leak identified? What was observed at the site of the leak upon reoperation? Were there any issues noted with staple formation at any point throughout the care of the patient? If so, please describe. What is the current status of the patient?

Event description:
It was reported that the doctor performed a low anterior resection on a patient on (B)(6) 2019, using an ecs29a to complete the anastomosis. Doctor notified sales rep that the initial procedure went fine; the washer broke and the staples formed fine. The patient returned to the doctor on (B)(6) 2019 and an anastomotic leak was discovered. The same doctor performed an ileostomy on the patient, placing a permanent colostomy bag on the patient.